Event description:
It was reported by the customer that post implant a realize band placement procedure (2009), the patient reported abdominal pain and discomfort, weight gain and problems with eating. It was determined by CT scan that the band had slipped and that the port was disconnected.

Manufacturer narrative:
(B)(4) = device remains implanted. Additional information provided: date of explant if applicable? Still in patient. Number of fills/adjustment if applicable? Asku. Approximate volume in band if applicable? Asku. Who performed the adjustments? Asku. If the patient is experiencing a problem, how did the patient present? Signs and symptoms? Abdominal pain and discomfort, weight gain, eating problems. How were the problems treated? It has not been treated yet. If the problem has not been treated, has a date been scheduled to treat the issue? No. What is the current status of the patient? Patient is uncomfortable.